Event description:
It was reported that this implantable pacemaker was found to be in safety mode during interrogation at routine follow-up. Reportedly, as the patient is pacemaker dependent, the patient was admitted to the hospital to wait for the device replacement procedure. The device remains in service at this time. No additional adverse patient effects were reported. The device was explanted and replaced. No additional adverse patient effects. Reportedly, the device has been misplaced by the clinic and was not able to be located, therefore, it is not available for return.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode during interrogation at routine follow-up. Reportedly, as the patient is pacemaker dependent, the patient was admitted to the hospital to wait for the device replacement procedure. The device remains in service at this time. No additional adverse patient effects were reported.